Event description:
It was reported that bd unknown insyte autogaurd needle retraction failed. It was reported by customer that went to insert IV using autogaurd insyte-n. Button would not retract the needle. IV lost because of same. Rcc received a complaint via email. Incident or problem information, reference number (ID): (B)(4), date of incident (yyyy-mm-dd): on (B)(6) 2025, level of harm: minimal harm, incident details: went to insert IV using autogaurd insyte-n. Button would not retract the needle. IV lost because of same. Who was affected? Patient, procedure: IV insertion. Device information: device name/description: catheter IV non-safety winged yellow 24gx14mm insyte-n, manufacturer: becton dickinson canada inc, manufacturer code/model: 381311, serial or lot number: (B)(6), device expiry date (yyyy-mm-dd): 2027-07-07, was the device retained? No. Investigation request: expected type of investigation: lot review.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.